Manufacturer narrative:
Other, other text: additional information: a1, h6, h10: information was received indicating that there was no patient involvement. Device analysis completion date: 01/10/2022. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's problem was confirmed. The device's delivery accuracy was running at three different tests, all of the tests were found to be under the manufacturing service replaced the pumps expulsor. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was under infusing at 17.75ml. No adverse effects were reported.